Event description:
Patient reported left side device rupture. Healthcare professional confirmed left side rupture, diagnosed via ultrasound and mammography. Device has been explanted and replaced.

Manufacturer narrative:
Clarification to d9-date is when device photo was received. Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observation: ¿white biological tissue observed.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on posterior assessed as fold flaw opening. Additional observations: yellow particles observed on the device. Crease fold, stress marks and wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported left side device rupture. Healthcare professional confirmed left side rupture, diagnosed via ultrasound and mammography. Device has been explanted and replaced.

Event description:
Patient reported, left side device rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported left side device rupture. Healthcare professional confirmed left side rupture, diagnosed via ultrasound and mammography. Device has been explanted and replaced.